Manufacturer narrative:
Device was retained by the hospital and is not available for investigation. Additional info has been requested and if received will be reported on a supplemental report.

Event description:
It was reported, the tip of the k-wire for a gamma nail broke off in the femur which remained in the pt.